Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci products involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and the reported issue was confirmed but not replicated. The usm was tested on an in-house system in normal mode without any errors. After further investigation, the contamination on the usm was not found. System logs confirmed error 23072. The setup joint (suj) was analyzed and the error 23072 was confirmed via system logs. The fiber optic was found damaged during inspection.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, there was a non-recoverable fault 23072 on arm 1. The technical support engineer (tse) requested caller to exercise arm and emergency power off (epo) the patient side cart (psc) but error kept coming back every time. Therefore, tse guided to disable arm and continue with just 3 arms. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system. The error message appeared when the surgeon moved the arm1 preparing for docking. The procedure was completed successfully with 3 arms.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) and setup joint (suj)1 to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation which indicates that the device may have contributed to the customer reported issue.